Event description:
It was reported the sheath had a damaged ceramic head. The issue was observed during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
E1 establishment full name: (B)(6) hospital. The device was returned to olympus for inspection and the customer allegation was confirmed. Based on the results of the investigation, the root cause was not identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.